Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The device was received inoperable due to door not fully latched messages. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door is above expected levels corresponding with the reported symptom. Door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump does not recognize that the door is closed. It was also reported there was no patient injury.